Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported the battery cap was not fitting on the new pump. No harm requiring medical intervention was reported. Troubleshooting was performed. It was unknown whether the customer will continue to use the device. The pump will not be returned for analysis.